Manufacturer narrative:
Result - circuit breaker tripped. Loss of power to auxiliary outlet.

Event description:
It was reported by service report that the auxiliary power outlet under the bed was not powered and the circuit breaker was tripped. No pt involvement or adverse consequences are reported.